Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired. Staple pushers were visible at the zero cut line. Functionally the reload was loaded into a pmv representative instrument and was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively on a thoraco lobectomy procedure, after the firing, the surgeon noted the staples were fired to the tissue completely and no conspicuous bleeding was found. But after the surgery the staples burst open and bleeding occurred, re-operation was made. The operation was completed without problem, and when the body position was changed and the tube was removed from the body, hematemesis occurred. Cardiac surgeon etc. Also joined the urgent reoperation and the patient life was saved. However, the patient did not come back to consciousness after the operation. Bleeding point was at the vein. It was close to the cardiac sac, and there was space for one finger. The stapling working space was ensured and then firing was performed. After the firing, the staples were stuck to the tissue and no conspicuous bleeding was found. The thickness of the blood vessel was normal. There was tissue damage. The procedure was converted to an open procedure. More than 500 cc of bleeding occurred as a result of the issue. The patient had received blood transfusion as a result of the issue.